Event description:
Ous MDR - after an implantation time of about 23 months, oversensing with inappropriate shock deliveries was reported. Only the lead was returned for analysis. It is believed this ICD remains implanted.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis of the available iegms was able to confirm the clinical observation but there were no indications of a malfunction of the ICD. There were no indications of material defects or manufacturing errors.